Manufacturer narrative:
(B)(4).service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition.device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit of the electric pen drive device was not functioning and was defective. It was determined that the handpiece ran without depressing the hand switch and the electronic control unit (ecu) was faulty. It was further determined that the device failed pretest for check function with test hand switch. It was noted in the service order that the device had intermittent power issues and the deice could not switched on sometimes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.